Event description:
Event description boston scientific received information that this caller reported that the the lead configuration had switched and the lead safety switch (lss) had been triggered for this ventricular lead. The caller was wonderng why nothing is seen in the daily measurements.